Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased express act, escape, upper arrow and down arrow buttons dome switch. No unlocked lcd keypad connector. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 290 mg/dl. The customer reported that the pump was dropped yesterday. The customer stated that the keypad is unresponsive. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.